Event description:
On (B)(6) 2011, percutaneous transluminal angioplasty for chronic total occlusion of right superficial femoral artery was performed. The length of the lesion area was about 12 - 13 cm. Two pieces of (B)(4) were placed with overlapping at the lesion. On (B)(6) 2011, ankle-brachial index decreased and the condition of the stent was checked. Then it was noted the stent was fractured at the distal site. (B)(4) was placed at the fractured part. The patient is fine.

Manufacturer narrative:
(B)(4). There were no (B)(4) devices of lot number c622593 in stock at the time of the complaint investigation. A document based investigation was carried out as the device involved was no available for evaluation. The device involved in the complaint was not returned for evaluation therefore the customer complaint could not be confirmed and the cause of the complaint cannot be determined. The complaint description contained the following information: "on (B)(6) 2011 percutaneous transluminal angioplasty for chronic total occlusion of right superficial femoral artery was performed. Two pieces of (B)(4) were placed with overlapping at the lesion. On (B)(6) 2011, it was noted that the stent was fractured at the distal site." The device involved in this complaint is a (B)(4) device. This is a zilver vascular stent and the instructions for use which accompanies this device, (B)(4), contains the following text: "indications for use - the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm." This event can be described as off label use based on the information provided. Prior to distribution all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the complaint manufacturing records for (B)(4) of lot number c622593 revealed no discrepancies related to this complaint issue. No corrective action is warranted at this time. The event can be described as off label use based on the information provided. The two year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is rare.